Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b5, b6, d1, d2, d4, h4, h6.

Event description:
Patient reported later reported right side intracapsular rupture via MRI and ultrasound.

Event description:
Patient reported an "unknown side rupture" and "is worried and afraid." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.